Event description:
Pt with accelerating interscapular pain and positive cardiolite study. In 2002, pt underwent left heart cath, left ventriculogram, coronary angiogram and stent placement in the right coronary artery and the left anterior diagonal. Use of perclose to close the right femoral artery access site. Betadine and op site dressing applied. Pt on flat bed rest with right leg straight for 6 hours. Dressing remained dry and intact with no visible hematoma. Pt up ambulating 9 hours after procedure with bleeding noted from right groin. Hand held pressure in place for 20 minutes and fem stop applied. Right groin area with ecchymosis.